Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient was receiving morphine ¿2.5¿ daily dose and ¿2.5¿ concentration. The patient had not been looked at in seven years. The pump and catheter were still implanted. On (B)(6) 2016, the patient found out that he had five discs out in the lower back where the pump was installed. The doctor said they may be due to the pump. As of (B)(6) 2016 the pump was still in the body. The cause of the event was the ¿pump, programmer, catheter, and drug effects¿. It was further reported there was an error message or pump alarm on (B)(6) 2016. The pump failed and the doctor refused to take out. The patient experienced morphine withdrawals for three months in 2013. There was a break, tear, or hole of the catheter and the location of the catheter issue was the distal (spinal) segment. It was noted no interventions were done for seven years (from 2006 to 2016). The patient outcome was serious injury/illness that was ongoing.

Manufacturer narrative:
The previously reported conclusion code no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that they did not pull the old liquid morphine out of the pump and it is still in the pump. It was noted they should have taken it out. It was noted that the battery should only be in for 7 years. It was noted the battery quit on 2013-jan-22. It was noted the patient went into withdrawals for 3 months by themselves with no help from the hcp. It was noted that he battery was still going off every 45 minutes to the hour. The patient wanted there pump out and asked for help. It was noted there was no one that would take the patient's pump out of their body. It was noted the patient went in to see a healthcare professional (hcp) with bad, serious withdrawals, they were not able to go to the emergency room (ER). It was noted that the patient was given 30 morphine pills and 20 zanaflex pills. It was noted the patient spoke with the hcp and it was noted that 30 pills was not enough to get the patient through withdrawals. It was noted the patient over took pills by 5 days. It was noted the patient went to the ER 3 times when they were at home. The ER told the patient it took 6 hydrocodone to meet one 30mg morphine pill. The patient was looking at 6 surgeries plus taking the pump out. It was noted that he patient's pain management doctor quit putting in the pump because of the laws that have come out. It was noted it was a bad way to take opioids as the opioids go straight to the brain sensor's for pain. It was noted that the patient has been on every opioid since 1997 to september 2019. The patient's quality of life was noted to be gone now and for the last 14 years (2006-2019). No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2012 information was received from a consumer receiving morphine 25mg/ml at 2.5mg/day via an implantable pump. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. The patient reported hearing a single beep and then it beeped again later twice, beep, beep. The alarms were played for the patient, critical and non-critical and the patient stated it sounded like the non-critical alarm. Telemetry had not yet been performed but would be tomorrow per the patient as the patient had a routine pump refill scheduled. The last reprogramming was (B)(6) 2012 and at that time the eri was 10 months. The patient wasn't sure if maybe like the catheter had broken or something. The patient reported getting good therapy but did report that when they went back on the 5th they had to bump the pump up because the patient¿s therapy was getting worse. The patient¿s neck pain was getting worse and ¿everything and all that¿. The patient stated that over the last couple weeks he has had side effects where he experiences periods of sweating, being very sleepy, and having muscle spasms. The patient further reported always having muscle spasms. The patient also lost approximately 40 pounds over the last 5 months and thinks it's due to all the sweating. On (B)(6) 2012 the patient reported that their pump was refilled/changed on (B)(6)2012 and checked on (B)(6) 2012. The patient was told at that time that the pump battery was getting low. The patient stated they felt like they ¿drank alcohol¿, was falling asleep at random times and spilling coffee on themselves and the patient¿s pain was getting worse. The patient was also getting severe sweats and feels like they were not getting all the medication they should be. The patient was in the ER (emergency room) and they had told the patient they should not be driving. The alarm was heard by the patient for the past 1.5 months. The patient had a strip from the physician¿s office and the estimated eri was on (B)(6) 2012. The patient stated ¿it¿s stressing me out¿. On (B)(6) 2012 the patient reported that their pump was being titrated down because the healthcare provider wanted to move the patient to some orals. This was reportedly due to the pump being in eri and alarming since (B)(6). On (B)(6) 2012 the patient still had concerns with their device or therapy. The patient reported severe side effects. A test done (B)(6) 2009. Abnormal liver function test (bad test done). Blood decreased platelets (showed on test). Confused a lot (very very bad). Feeling restless (up at all times of night). Depression (very severe). Extreme sense of well-being. Problems with circulation¿s (bad). The patient had wondered if a company representative could ¿work¿ on their pump. The patient reported that they had a ¿beeper¿ going off on it four times every two hours and their physician¿s office said they could not bother it. The patient also wondered if they ¿could drive on it¿. The patient informed the ¿pain pump refiller¿ of their side effects: infrequent bowel movements ¿ severe, drowsiness- severe, excessive sweating-severe, depression- very severe, weight loss- very severe, loss of memory- very severe at this time, loss of appetite, head pain, nervous (shaking real bad- involuntary muscle movements, blurred vision, have bad constipation, have light headedness, have dizziness, have very bad mental/mood changes (agitation-confusion), have bad difficulty urinating, have vision, have bad rash itching and swelling, have throat dry¿s out bad, bad neck pain as of (B)(6) 2012. It was also noted that (B)(6) 2012, 25 morphine concentration injection, pain pump. Eri had occurred on (B)(6) 2012, low battery. On (B)(6) 2013 information further reported that the patient had experienced withdrawal symptoms including nausea, vomiting, diarrhea, anxiety, and a tremor. The severity was noted as mild. The event was considered ongoing. Additionally, a motor stall/end of service had occurred. The motor stall occurred on (B)(6) 2012 at 09:12 with a recovery (B)(6) 2012 at 09:40. Phenergan 25mg prn, clonidine .1mg patches, and zanaflex 1-2 prn noted as non-surgical interventions. On (B)(6) 2013 it was reported pump end of service. Device interrogation revealed end of service (B)(6) 2012. On (B)(6) 2013 it was reported that there was an attempt to schedule surgery or taper the patient off intrathecal dosage on (B)(6). Device interrogation showed the pump was at end-of-service. It was stated that the event was ongoing, but no further action was needed. Additional information was received from a healthcare provider. Compatibility guidelines were requested for an MRI. The patient was going to have an MRI and per the healthcare provider the patient stated that the pump was alarming and was empty. The patient stated that he could have an MRI but the healthcare provider wanted to double check. It was reviewed that the pump should have reached eos in (B)(6) 2013 based on the implant date. It was noted that an alarm was heard but an 8840 physician programmer was not available. It was further reported that the patient stated that the pump had been dead and alarming since (B)(6) 2013. There was no medication in the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the clinical study. It was indicated that the cause of the motor stall was due to a magnetic resonance imaging (MRI). If additional information is received, a follow-up report will be sent.